Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the stimulator malfunctioned after the fall on patients butt beginning of (B)(6)2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that the cause of system not working was fall. System had not been explanted yet. Patient weight was still unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r5qb, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a fall and experienced return of symptoms. The patient reported she fell right on her butt and the therapy wasn't working as well within two weeks of the fall. Other symptoms reported were swelling and straining. It was stated that it isn't working and the system will be removed the day after the report. In addition, a new system will be placed on the opposite side in about 1.5 months. There were no further complications or anticipations reported with this event.